Manufacturer narrative:
Review of batch manufacturing record (bmr) including raw material inspection, in process & finished product inspection, does not reveal any discrepancy relevant to the batch under investigation, which confirms that there is no indication of a product related quality deficiency associated to this batch. Review of the complaint history identified no other incidents reported from this batch. Control samples analysis results confirm that there was no indication of a product quality deficiency in the batch under investigation. Attempts were made to obtain concomitant device and additional information. However, all requested information and concomitant device was not received. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Based on the available information and without the concomitant device, it is not possible to draw a clinical conclusion between the device and the reported event. Considering the above and as clinical situations cannot be duplicated in our analysis lab, the exact root cause of the difficulty could not be determined. Review of the batch manufacturing record (bmr), complaint history and control sample analysis results suggest that the reported failures could not be related to the design or the manufacturing process. Note: this complaint is received from outside the USA. No units of this batch has been distributed in the USA. However, it is being reported to the usfda as this product is cleared in the USA (510(k): k181023).

Event description:
As reported, 2.75 x 15 mm, mozec¿ nc rx ptca balloon dilatation catheter was used for the procedure. It has been stated that the flexibility and lesion passage were not sufficient, it was challenging to pass through the stent, balloon compliance was low, the deflation was delayed during the balloon deflation and that this was not suitable for use due to the increase of periprocedural mi risk.